Event description:
I had breast cancer, and they implanted the biozorb marker for radiation. Ever since I have had extreme pain and problems with my right breast. I wanted it removed but my surgeon said no the pain will get better as it absorbs. It has not gotten any better and it's been almost 3 years. Please help me.